Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the autopulse platform indicated user advisory 27 (encoder fault (>300rpm) several times. No other info was provided.